Event description:
It was reported that during the da-vinci assisted heller myotomy surgical procedure, the 8mm mega needle driver had a frayed cable. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that this instrument was found with the frayed cable prior to start of the procedure, during setup. The instrument was still in its peel pack and was not used on a patient. The procedure was completed robotically with a backup instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations revealed that the instrument was found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing from the distal end. The root cause of broken distal instrument grip cables is attributed to a component failure. The instrument logs for the 8mm mega needle driver (part# 470194-05 / lot# k10211019-0198) associated with this event was last used on (B)(6) 2022 on system (B)(4). There were 3 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint of a frayed cable. In general, a partial or full cable breakage occurs when the tensile load exceeds the ultimate strength of the material. Cable failure can also be caused by external collisions or other sources of damage during use or during reprocessing. A broken cable instrument will be immediately detected by a surgeon because one of the jaws stops moving and typically the end of the broken cable is visible. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.